Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient can detect sound well with the remaining 4 channels. The device remains implanted and in use. Implanting the contralateral side is considered.

Event description:
Device malfunction. No trauma has been reported. As per new information received, the user can detect sound well with her 4 channel program.

Event description:
Device malfunction. No specific trauma has been reported. As per further information received, the user reportedly can detect sound well with her 4 channel program. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.